Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.5x18 vision. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the nc trek rx instructions for use, is a known adverse event associated with coronary angioplasty procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reportedly, pre-dilatation was performed in the left anterior descending artery (lad) to treat a lesion located in a bifurcation of the lad and diagonal. A 3.5x18 mm vision was deployed successfully. A 3.0x12 mm nc trek was advanced to treat the diagonal with plain old balloon angioplasty (poba); however, post poba; staining was noted and a dissection was identified. A 2.75x23 mm vision was advanced to treat the dissection; however, it failed to cross. A 2.5x22 mm non-abbott device was advanced, but it also failed to cross. Ultimately, a 2.5x18 mm non-abbott device crossed using a whisper guide wire and the dissection was treated successfully. The patient is doing fine. The event caused a clinically significant delay in procedure; however, there were no adverse patient effects reported. No additional information was provided.